Event description:
It was reported by service report that the brakes would not engage and the scale would not calibrate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Brake rod.